Event description:
Megadyne ultra vac electrocautery device was noted to be defective, as the control button did not fully recoil following use, resulting in an unanticipated patient burn during her surgery.